Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On november 16: customer reports approximately (B)(6) female having an emergency cystoscopy procedure under general anesthesia when the fluoro failed. Customer had to repeatedly reboot the room to complete the procedure. Procedure was completed with no negative outcome or reported injury.